Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual inspection of the returned item performed. Found it to exhibit signs of repeated use nicked / gouged / wear and is cracked. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device has a potential field age of over 6 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. Complaint confirmed following analysis of the returned device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, the impactor pad was noted to have a crack in it. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.